Event description:
It was reported that a patient was seen for a post 6 week, right ankle fracture follow-up. The examination revealed a fixation failure (non-union). The patient was returned to the operating room on (B)(6) 2013. The hardware was removed and the patient was revised to a locking fibular plate construct without complication. The patient was recovering with no complications. This is report 3 of 4 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. (B)(4). Placeholder.